Event description:
Customer states that the analyzer is generating erroneous calcium and bun results. The problem occurred multiple times (B) (6) 2009. She states that calcium results are low and bun results are negative. Customer provided three pt examples, only the calcium results for two of the pts were found to be discrepant. Pt 1, initial calcium result gave 6.7 mg/dl and did not match the pt's previous result; therefore, the customer repeated the sample on a different p module. The repeat calcium results were 8.4 mg/dl. The initial calcium result had been reported in error and was corrected to 8.4 mg/dl. Pt 2, initial calcium result gave 4.5 mg/dl and did not match the pt's previous result; therefore, the customer repeated the sample on a different p module. The repeat calcium results were 8.3 mg/dl. The initial calcium result had been reported in error and was corrected to 8.3 mg/dl. Customer confirmed no adverse effects occurred to the pts due to erroneous results being reported. The field service rep determined a large clot on the r2 stir paddle was the cause of the discrepancies and he cleaned the stir paddle and retested with no further problems. He ran calibrations and controls, all results were within control limits.